Event description:
It was reported that the PICC catheter test can not flush. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an inability to flush was unconfirmed as the problem could not be reproduced. One 4 fr groshong nxt catheter was returned for evaluation. The stylet flushing hub assembly was returned within the catheter. Dried blood residue was present within the device. The catheter was flushed with water using a 10 ml syringe and was found to be patent to infusion and aspiration. The stylet was removed and the catheter was functionally tested again. The catheter was patent to infusion and aspiration. Microscopic observation of the valve slit did not reveal any apparent damage or issues. The valve slit length was measured and was found to be within manufacturing specification. The complaint could not be confirmed as the reported issue could not be replicated during functional testing of the catheter and no issues were observed during visual inspection. A lot history review (lhr) of redv1894 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1894 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter test can not flush. No other information was provided.